Event description:
It was reported that the healthcare provider (hcp) was able to aspirate the reservoir, but unable to fill it. Volume discrepancy was checked for and the expected reservoir volume was 4.6ml and the actual reservoir volume was indicated as 5ml (within specifications). There were no therapy issues per reporter. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).